Event description:
It was reported via a hotline call that the rn from the intensive care unit (ICU) called to troubleshoot a continous he loss 3 alarm (iap-0500 s/n (B)(4)). The iab was inserted via a sheath in the patient's right femoral artery. The rn received the patient from the operating room (or) approximately 2 hours ago post CABG (coronary artery bypass graft). The alarms occurred on insertion in the operating room. The rn received the pump with the alarms turned 'off' and has continued to pump with the alarms off. The pump is in autopilot mode: 1:1, utilizing the fiberoptix sensor (fos) waveform. The patient is stable, nsr (normal sinus rhythm) hr 80-100. There is no blood noted in the tubing although the rn reported some blood that appeared to be external to the catheter. The iab volume had previously been reduce to 38cc. The clinical support specialist (ccs) instructed the rn to turn the gas alarms back on; the pump immediately alarmed he loss 3. The css had the rn attempt to pump in 1:2, but the alarm persisted. The css asked the rn to send a strip that printed with the alarm. There is some noted partial obstruction to the gas, but loss of baseline pressure as well. The css had the rn perform a leak test. The catheter failed the leak test. The css discussed with the rn that our recommendation now is that the iab be removed as soon as possible. The css discussed the potential for clots if the iab remains dormant for more than 30 minutes. The css also discussed the potential for catheter entrapment. The rn stated he would notify the doctor right away. There was an interruption in iab therapy; however, the patient was stable throughout the call. At 0041 est the rn reported that the iabp was removed without difficulty or complication. The patient was stable and they did not reinsert an iab.

Manufacturer narrative:
(B)(4).